Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were harder to press and need to press more than once. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had battery life of 7 days or less and at point it had to rewind more than once per prime and plastic was chips off with reservoir change. The insulin pump will not be returned for analysis.